Event description:
It was reported by the customer's father, that while trying to insert a sensor they received a lost sensor alarm, and then he discovered that the cannula was missing. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.